Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
This is a report of a patient who experienced and was later hospitalized for an infection coincident with peritoneal dialysis (pd) therapy. The cause of infection was unknown. The infection was manifested as abdominal tenderness. The patient was treated prophylactically with unspecified antibiotics (dose, route and frequency not reported) for possible peritonitis. The patient was discharged from hospital the next day. At the time of this report, the patient was still taking the antibiotics and was recovering from the infection. The pd therapy was ongoing. Additional information was requested but was not available at this time.